Event description:
The rptr did meter to lab comparison tests, both done in a fasting state. Rptr took the meter to a dr's appointment. A venous sample was taken and tests were done at the same time. The results were 162 mg/dl on the meter, and the lab test was 118 mg/dl. Rptr did not have any symptoms. On follow-up, rptr stated that rptr is on an insulin pump. Rptr checks confirmation dot for enough blood. The rptr's control solution was expired, so rptr could not do a control test. No harm was alleged.